Event description:
It was reported that the ilet displayed ¿dosing stopped ¿ connect cgm or enter bg¿ after the user ran out of insulin, reconnected supplies, and attempted to resume therapy, and the user did not have an active dexcom sensor, resulting in the system stopping automated dosing due to no continuous glucose monitor (cgm) data for over four hours. No reported symptoms. Outcomes included temporary interruption of automated insulin delivery that required user action to restore therapy. Investigation included customer service troubleshooting and education regarding the requirement for an active cgm or manual blood glucose entry to enable dosing. Investigation of this case revealed that the pump functioned as designed, with dosing suspended because no cgm readings were available and no manual blood glucose was entered. It was concluded, based on previously established findings for similar reports, that user setup and supply unavailability caused the dosing stop condition.